Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 60mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the placement of the main stent graft was approximately 10mm lower than the renal arteries due to the conical neck of the patient. An endurant cuff was added to regain proximity to the renal arteries and the event was resolved. As per the physician, the cause of the event was due to patient anatomy; conical neck. No additional clinical sequelae were reported, and the patient is fine.